Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that the customer "went to hospital in dka (diabetic ketoacidosis)". Reportedly, insulin "went bad from heat and humidity". A blood glucose level was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.